Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) underwent a routine device follow up check, during which the physician noted that differing remaining battery longevity estimates had been displayed by the device over the past two years. A query regarding possible accelerated battery depletion was noted. It was further reported that the next step for the patient is continued monitoring, and the team is currently awaiting feedback from technical services regarding the inquiry on accelerated battery depletion. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.